Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring, low grade fever, rash, hernia, insomnia due to pain, leg problems, and mental/emotional stress. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative:the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and a mesh was implanted/ it was reported that due to recurrent prolapsed and urinary incontinence, patient underwent mesh revision in (B)(6) 2012 by implanting surgeon. Patient also underwent mesh removal on (B)(6) 2012 for continual prolapsed and incontinence (B)(4) - recurrent prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.